Manufacturer narrative:
Drive support disk was inspected and no anomaly was noted. Unit received with complete broken reservoir tube lip. Unable to perform basic occlusion test and occlusion test due to broken reservoir tube lip; however, unit was received with normal operating currents and passed unexpected restart error test, self-test, rewind test, displacement test, prime/delivery test and excessive no delivery test. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, missing o-ring and cracked case at reservoir tube window corners.

Event description:
Customer reported via phone call that insulin was not delivering through infusion set and it was causing high blood glucose. Customer's blood glucose was 359 mg/dl. Troubleshooting was performed for high blood glucose and tubing clamp was sent to customer. Customer called back to perform high pressure test and pump passed high pressure test. Customer was advised that insulin pump was working as designed. Insulin pump would be replaced due to safety notice received by customer.